Event description:
Star total ankle replacement system was removed and patient's ankle was revised with another product due to cystic lesions.

Manufacturer narrative:
Additional removed components: sliding core mobile bearing, model #400-141, lot: 0921074, exp date: 03/01/2015. Device MFR date: 03/01/2010. Tibial component,: model # 400-263, lot# 100318/3620, exp date: 07/01/2014, device MFR date: 07/01/2010. There were no deviations reported in the DHR for part no. 400-141, lot no. 0921074. The DHR for part no. 400-256, lot no. 100107/4095 notes that 2 out of the 40 pieces were..., and the DHR for part no. 400-263, lot no. 100318/3620 notes that 1 piece out of 40... All released parts were within specification. Company report form indicates patient's over activity contributed to the patient's ankle defects. Visual examination notes that metal components were well fixed with normal bearing surfaces. Sliding core shows no significant wear.